Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9 - date returned to mfg: 01-apr-2025. H3: one device was received for evaluation. This device had not been serviced for the past 12 months. Visual inspection was performed, and a faulty pump was identified as the root cause of the pump not pumping water. The pump will be replaced to resolve this issue.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not pumping water. There was no patient involvement, and no patient harm/adverse event reported.